Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a colectomy procedure that the stapler fired and cut, but only one side closed securely and the other side did not form any staples. A new stapler was opened. There was no adverse pt consequence.